Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the catheter was inserted without any difficulty using ultrasound guidance, leaving about 2 cm outside the body. The guidewire was removed without any problems. We were about to connect an extension tube to check its patency with saline solution, but without any manipulation, it broke, leaving 2 cm outside the body and 8 cm inside the patient. We managed to remove it by making an incision in the patient with a scalpel and extracting it without any difficulty. The catheter has a straight, clean break. No further information was provided.